Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. Secondary findings were observed. There was 5 error code found, dust was found. They couldn't confirm the customer's allegation. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.